Event description:
It was reported that as the octopus evolution was being positioned for use, the mounting clamp fractured. The breakage occurred after the device was locked on the retractor, when an attempt was made to move it laterally. When the clamp broke, a piece fell into the open chest of the pt. The part was retrieved without any known adverse affect on the pt and the case was continued with another octopus device.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. H3: analysis: a gross visual analysis showed that both sides of the clamp were completely broken from the body of the clamp. There is white crazing seen at the surface of the fractures, associated with very localized force. This would indicate that the forces causing the break in the clamp were extreme. Conclusion: our investigation shows that reduced device performance occurred and was related to the event, with strong indications that user technique contributed to the event. There was no reported pt complication.